Manufacturer narrative:
The device was being used by paramedics transporting a patient to the hospital. There was one battery in use during the event. An electronic event file from the incident (B)(6) 2016 was reviewed by a philips clinician and showed the following: the device was powered on into the AED mode and pads were in place. A shock was advised and at 0:16 seconds elapsed time (et) the users delivered a 150 joule shock to the patient. The next shock advisory was a ¿no shock advised¿ decision at 2:19 et. The entire event lasted 7 minutes, 41 seconds, during which there were multiple reboots of the device. There were 2 shock advisories which were subsequently reanalyzed and were determined to be non-shockable rhythms. The first shock was the only shock delivered during this event. The device was returned to philips for evaluation. Mrx with (B)(4) was examined by philips r&d engineers. There were no logs specific to internal device review for the date of the reported event that were available due to ongoing automated test result population. During the time of the examination, the device operated normally. Further engineering analysis was performed. The event summary has a number of ¿device on¿ events indicating the device had a sudden loss of power or reset, and restarted to continue the same event summary. Extended testing of the device in the AED mode was done using shockable and non-shockable rhythm. The reported behavior could not be reproduced. The involved battery was also evaluated and showed that the battery was fully functional. The device was then sent to the philips repair bench technician and underwent evaluation. The reported symptom could not be reproduced. The bench technician reseated all power connectors and replaced the therapy connector, ribbon cable, and yellow cable for preventative maintenance. The device passed all performance assurance testing and was returned to the customer for use. There have been no additional calls from the customer to report the same issue with this device. The device underwent extensive testing at philips, however as the reported symptom could not be reproduced, the cause could not be determined.

Event description:
Paramedics responded to a call involving the cardiac arrest of a patient. They initiated resuscitative efforts and transported the patient to the hospital, however the involved patient died. The customer is unable to state whether device behavior impacted patient outcome.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed during cardiac arrest. The customer indicated that the device kept shutting down multiple times in the AED mode while in use on a patient. The involved patient died.